Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02368 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set kinked cannula events on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen and upper buttocks. The sets were in use for 1 day. Blood glucose levels were high at the time of event. Patient took correction bolus via pump and change infusion site to address high blood glucose. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.